Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Since the product and lot numbers are unknown, a 510k number cannot be provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed: the home patient (hp) stated that the drain line was submerged under water. The cause was use error. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The technical service representative (tsr) had the home patient (hp) inspect the drain line. The hp drained to the toilet without an extension. The line was submerged under water. The tsr instructed the hp to raise line. The hc re-alarmed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they discarded all of the samples and did not know the lot number of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.